Event description:
It was reported that during a laparoscopic hysterectomy procedure, the blade on device broke off. The broken blade was located and retrieved through the trocar. Another device was used to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.